Event description:
The customer bumped their pump. It was indicated that when the pump alarms, it beeps loud. Troubleshooting was done and the pump tested ok. Moreover, the customer reported that they were hospitalized twice due to hyperglycemia. The customer did not elaborate on the details of the events. Later on that day, the customer called back regarding lbgs. It was indicated that the customer may have over bolused to correct food intake. The customer was assisted with changing their fixed prime to the correct amount. It was stated that the customer was hospitalized a long time ago and did not report at that time. In addition, it was mentioned that the cause of one of the events was due to bg meter calibration issues. A few days later, the customer called back to perform the high pressure test and the pump passed. It was indicated that their bgs have been normal and the pump has been working properly.